Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months after implant, the implantable cardiac monitor (icm) migrated and protruded out of the pocket. The icm was explanted. No patient complications have been reported as a result of this event.